Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The patient experienced cloudy effluent and other unrelated symptoms and was hospitalized for the events. On an unreported date during the hospitalization, the patient was treated with unspecified antibiotics intraperitoneally. The reason for the antibiotics was not reported. Four days after the hospitalization, the patient passed away. The cause of death was unknown. It was unknown if an autopsy was performed. No additional information is available.